Event description:
A facility reported a microsensor (B)(4) was implanted on (B)(6) 2022. On (B)(6) 2022 the patient had fever and it was found that the microsensor was torn. On the same day they removed the device and stopped the monitoring. The patient recovered.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The microsensor (ID 826653) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - a visual inspection confirmed the tubing, microsensor, and cap have been torn off. Unable to perform functional testing due to extent of damage to product. Visible damage alone confirms customer complaint. The device did not meet the specifications. Based on the performed evaluation the complaint condition could be confirmed. Root cause - the root cause is undetermined and was unable to be confirmed in the complaint evaluation. The potential root causes include surgeon applies sutures/ligatures too tight perforating catheter.

Event description:
N/a.

Manufacturer narrative:
The microsensor (B)(4) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint include surgeon applies sutures/ligatures too tight perforating catheter. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.